Event description:
It was reported the catheter was being placed with the use of the vps. During insertion, the clinician received an orange symbol when advancing the catheter all the way into the pt and then a blue bullseye appeared. An x-ray was performed and confirmed the catheter was in a good position. There was a delay in treatment with no pt harm and no pt death or complications reported. Per the clinical support specialist, no additional details of the event are available.

Manufacturer narrative:
(B)(4). The device will not be returned.